Event description:
Meter name: profile. Strip name: one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: frequent urination. A pt reported they were not able to get a reading for a month. Their meter allegedly would only prompt message "not ok". The result on their meter was: unable to test. The result on the: none. The time difference between patient's meter and no comparison. Treatment was: not treated. No further information has been reported.